Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, openings and yellow particles in device outer surface and white particles calcification -like in device outer surface. A microscopic analysis and leak test were performed which identify: three openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: three openings striated assessed as surgical damage.

Event description:
Healthcare provider reported "capsular contracture," baker grade not specified and "exchange due to product concern." Device remains implanted. This record is for the right side.

Event description:
Healthcare provider reported "capsular contracture," baker grade not specified and "exchange due to product concern." Device has been explanted.. This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
"Capsular contracture," baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture," baker grade not specified and "exchange due to product concern." This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported "capsular contracture," baker grade not specified and "exchange due to product concern." Device remains implanted. This record is for the right side.